Event description:
The patient reported that he had a csf leak that was treated with blood patches. Patient is still reporting chronic low level headaches.

Manufacturer narrative:
No product will be returned for evaluation. Device remains implanted.